Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate was leaking from an unspecified location. The leak was observed at the hospital during storage prior to patient use. The device was filled with ceftazidime / avibactam in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h4, h6 (update codes), h11. H11: the device was received for evaluation. Visual inspection was performed, and fluid was noted inside the bag that contained the sample, which suggested leak had occurred. Further inspection revealed the slide clamp was not closed on the tubing line and the blue winged luer cap was not securely tightened. A leak test was performed; no evidence of leak was observed. The reported condition was verified. The cause of the condition was determined to be user related. The product label (IFU, instructions for use) indicates the slide clamp should be closed on the tubing line and the winged luer cap should be securely connected to the distal end luer after the device is filled with fluid. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.